Manufacturer narrative:
(B)(4). Unit passed the displacement test, rewind test, prime, compromised forced sensor system test and excessive no delivery test. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Unit passed back light check. No back light anomaly noted. Unable to perform the basic occlusion test, occlusion test and dat test due to completely broken off reservoir tube lip. Unable to complete the functional testing and verify drive/motor anomaly due to completely broken off reservoir tube lip. However unit was able to complete the rewind test. No rewind anomaly noted. The unit powered up properly after the test battery was removed and reinserted. No failed battery test alarm, battery out limit alarm. Unexpected restart error alarm or unexpected pump reset noted. Unit was monitored for 3 days. No unexpected battery power loss anomaly, unexpected error message, unexpected e/a alarm, unexpected low battery alarm or unexpected off no power alarm noted. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. The motor was tested outside of the unit and passed. Unit also had a missing reservoir tube o-ring, minor scratched display window, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and missing end cap sticker. Unit uploaded properly using carelink.

Event description:
The customer reported via phone call that the insulin pump had random error messages. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump operating slower, had to reput all information into insulin pump every time they changes battery and takes longer to prime insulin pump making it waste insulin. The customer also stated that insulin pump had dimmer backlight. The insulin pump will not be returned for analysis.